Event description:
During an arthroscopic shoulder repair, the physician reportedly utilized a speedlock knotless implant. During insertion, the implant broken above the right snap-off point, leaving an exposed part of the inserter protruding from the bone. The exposed piece of the device was cut off with a bone nibler. The procedure was completed with a new device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.